Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The target lesion was located in the left main coronary artery (lmca). A non-bsc 8f guide catheter was introduced and dissection occurred due to deep intubation. The 4.0 x 8 mm promus element stent delivery system (sds) was introduced and deployed at 20 atms overlapping a previously placed promus element stent. An unspecified nc balloon was introduced for post dilatation. When the balloon was being withdrawn, it was noted that the promus element stent was moving out of the lmca over the guide catheter. The stent could not be retrieved and was lost in the right leg. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).